Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. There was air in the vizigo sheath at the beginning of the pvi procedure. It was reported that the physician complained about air in the vizigo sheath at the beginning of the pvi procedure. Air bubbles were easily removed by aspirating them. Vizigo was regularly checked during the procedure, but no more bubbles were detected. The procedure could be successfully and completed without delays and no consequences for the patient. At the end of the procedure the vzigo was visually inspected to investigate possible damage of the valve, but the vizigo valve looked intact. There were no reported patient consequences. Air flow into side port is MDR-reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 14-mar-2022, the product investigation was completed as the complaint device was not returned. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001770 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-feb-2022, bwi received additional information regarding the event. It was reported that air was being introduced into the patient. The physician performed maneuvers to eliminate bubbles. There were no more bubbles in vizigo after the maneuver. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. However, the event qualifies as an air embolism. Since the event is life threatening and required surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure., it is to be considered serious and MDR-reportable. The following updates to this form have been made: in section b, "adverse event" and "life threatening" have been selected. In section h1, "serious injury" has been selected. Section h6 updated: health effect - clinical code updated to "air embolism" (e050301). Section h6 updated: health effect - impact code updated to "recognised device or procedural complication" (f15). Section h6 updated: medical device problem code updated to "patient device interaction problem" (a01). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).